Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Based on a log review and during in-house testing, no failures were observed. Visual inspection was performed and no damages were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed the cut and energy delivery tests. No unclamping issues were observed. The instrument passed the jaw ceramic dot verification and ceramic dot swipe tests. The electrical continuity test passed. The knife slot measurement was 0.028", and the electrode gap verification passed at 0.003". The grip force test was performed and also passed. A review of the instrument log showed the vse instrument (part #480422-01 / lot #l90200420-0357) was last used on (B)(6) 2020 during this reported procedure with system (B)(4). As this is a single use vse instrument, the alleged event occurred on the first and final life of the vse instrument. In addition, a review of the site's complaint history identified no other complaints related to the vse instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vse instrument would not unclamp. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the vessel sealer extend (vse) instrument would not unclamp. The customer replaced the vse instrument with the same kind and continued with the case. The procedure was completed with no report of patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. This complaint will be classified based on the provided information at this time.